Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, a "release button" message was observed on the associated difibrillator and the 'charge' indicator light on the apex paddle stays illuminated constantly. The complainant indicated that there was no patient involvement in the reported malfunction.